Event description:
Approximately five months post achilles tendon repair with orthadapt augmentation, the patient experienced swelling at the repair site. Approximately six months post repair, a MRI indicated some retraction of the repair. Approximately 6.5 months post repair, an exploratory examination indicated the tendon had re-ruptured and that the graft was "loose and balled up." The graft was explanted at that time. Also, the physician noted there was no sign of infection.

Manufacturer narrative:
Based on the available case information provided by the surgeon, the event was likely due to a non-traumatic re-rupture of the achilles tendon caused by poor native tissue and is not graft related. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc is the reporting company for the event.